Event description:
Facility reported a blood leak alarm, visible blood in the dialysate. Dialyzer was on its first use, not preprocessed. Estimated blood loss 180ml. No adverse effects to the pt. No medical intervention. The nurse manager was initially called on 7/23/98 and asked for info about the complaint and the pt. On 7/28/98 a voice mail was left for the complainant. On 7/30/98 spoke with the complainant who said she was trying to locate the chart of the pt involved. The sample was discarded by the facility. 7/31/98 health care professional reported pt hematocrit and pt d.o.b. And no further info.